Manufacturer narrative:
On 8-may-2025, bwi received additional information regarding the event. The physician¿s opinion on the cause of this adverse event was since the venous blood was drawn, a cs (coronary sinus) perforation was suspected. It is considered that there is no causal relationship with the product, but at the same time, there was also the possibility of arcing due to pfa (pulse field ablation). Intervention was provided was drainage. The outcome of the adverse event was that the patient's condition improved. The patient required extended hospitalization because the surgical drainage was performed. The procedural act (activated clotting time) was over 350 seconds, and the final act was 359 seconds. During the procedure, one catheter exchange occurred, and one transseptal punctured performed. On 11-may-2025, the product investigation was completed as the device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31511871l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a 8.5 fr varipulse catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After the procedure was completed, the patient's blood pressure decreased, and an effusion was confirmed. The issue was resolved by drainage. The patient required extended hospitalization. The patient's condition was stable. The physician's comment was that since the venous blood was drawn, a cs (coronary sinus) perforation was suspected. But a perforation was not confirmed as open chest surgery did not occur. Additionally, there is no causal relationship with the product, but at the same time, there was also the possibility of arcing due to pfa (pulse field ablation). The patient's condition improved.